Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needle was missing the expiration date. This was discovered before use. The following information was provided by the initial reporter: material no: batch no: 8030929, 7313963, 8045786, 8163909 it was reported checking if the product is still good for her husband to use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8030929, medical device expiration date: n/a, device manufacture date: 2018-01-30. Medical device lot #: 7313963, medical device expiration date: n/a, device manufacture date: 2018-01-11. Medical device lot #: 8045786 medical device expiration date: n/a, device manufacture date: 2018-02-14. Medical device lot #: 8163909, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-12. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needle was missing the expiration date. This was discovered before use. The following information was provided by the initial reporter: material no: 320122, batch no: 8030929, 7313963, 8045786, 8163909. It was reported checking if the product is still good for her husband to use.